Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that ten months following an intraocular lens (iol) implant procedure, the lens was exchanged for an unknown reason. Additional information was provided by the initial reporter that it is unknown if the iol caused or contributed to the event.

Manufacturer narrative:
Product evaluation: the product was returned for analysis; optic damage was observed. Solution was observed on the returned product. No determination could be made for exchanged, unknown reason. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).